Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshots confirmed the collection error: the tibia knee center was collected proximal to the femur knee center. It should be noted that both hip center collections prior to the knee center errors were accepted with error thresholds of 1.6 and 1.9. However, this would not affect the knee center collections. A way in which this error can be generated is when the knee is hyper-flexed when taking the tibia knee center. It is also possible that either the knee center of the tibia was taken too far anterior and/or the knee center of the femur was taken too far posterior. Another possible contributing factor could be that the femur had a lot of osteophytes that were not removed prior to point collection, or the knee was significantly deformed such that the knee center on the femur was very low and/or the center of the tibia was very high, resulting in a tibia knee center proximal to the femur knee center. Refer to the real intelligence cori for knee arthroplasty user manual for guidance to recover to a manual case in the event of a system failure. Refer to the real intelligence cori for knee arthroplasty user manual when incurring warning messages. When this error occurs for a tka case, press the 'ok' button, and re-collect the points. The knee center is the geometric center of the tibia, located in the middle of the footprint of the acl bundle. Place the point probe on the knee center point of the tibia. Press the right foot pedal to collect the point. Place the point probe at the center of the femoral articulating surface for the femur knee center point. Press the right foot pedal to collect the point. Refer to the real intelligence cori for knee arthroplasty user manual (500230) for instructions when calculating the hip center. When collecting the hip center, hip motion may cause data collection error. Keys to successful data collection include rotating the leg at the hip, in a slow, smooth movement, while collecting. It is important that the hip does not move significantly during rotation, because only the femur is tracked. The clinical/medical evaluation found: ¿per complaint details, the cori tka case was aborted for a manual procedure after the surgeon was unable to clear the faulty tibia knee center. Reportedly, the cori was aborted and the procedure was completed with manual instrumentation. Responses to the requested medical documentation were not provided as of the date of this medical investigation. Based on the information provided, the patient impact beyond the reported modified surgical technique could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during cori tka procedure surgeon received tibia knee center was collected proximal to the femur knee center. They tried recollecting and asked surgeon to pressed down to make tibia point further away from femur point but still received same error. The procedure was completed manually.

Event description:
It was reported that, during cori tka procedure, surgeon received tibia knee center was collected proximal to the femur knee center. They tried recollecting and asked surgeon to pressed down to make tibia point further away from femur point but still received same error. The procedure was completed manually. Patient outcome is unknown.